Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'other: ivc w/ thrombosis w/ ivc filter'. Cook will reopen its investigation if further information is received. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion. William cook (B)(4) initially reported event under MFR report # 3002808486-2017-00822. New information was received identifying that the product was a cook inc.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2011 via the right femoral vein due to dvt with pe. Plaintiff is alleging other: ivc w/ thrombosis w/ ivc filter without further details.